Event description:
Patient found with left arm and shoulder caught in siderail with airway up against rail. Patient extremely cyanotic - purple at 0415-0429 (approx.) Spo2 60% minimal respiratory effort. Assistance obtained to reposition patient. Non-rebreather mask placed, increasing spo2 to 90's. Patient was intubated related to deterioration. Hypotensive - dopamine drip started. Patient transferred to ICU on a ventilator. Stabilized and extubated at approximately 12 noon. Nurse manager notified material manager of event. Bed was immediately pulled from floor by maintenance and put out of service. Held in basement for review by hill-rom.